Manufacturer narrative:
One used scd391 sonicision ultrasonic dissector was returned, and evaluation of the sample confirmed the issue with a detached component. Visual inspection of the disposable handpiece revealed that the static waveguide of the jaws had broken off. The broken area was inspected under magnification to identify the point of initial contact and fracture. The investigation concluded that the titanium waveguide fractured during use and eventually broke off. The titanium waveguide may have come in contact with a hard metallic object such as a hemostat or retractor as evidenced by the break point and metallic scraping. The user¿s guide for this system cautions users that contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a total laparoscopic hysterectomy, the tip of the device broke during use within the patients abdomen. The broken piece was retrieved and there was no patient injury.